Manufacturer narrative:
G4: 27jul2020. B4: 29jul2020. There was not product malfunction. The customer's electrical socket was not working. Once the customer's electrical socket was replaced, the device functioned properly. The device met specifications, and the reported problem was associated with the hospital's power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer reported that the ventilator would not power on. There was no patient involvement. The field service engineer confirmed the customer's initial report. The field service engineer also noted that the power indicator light was dim, and the backup battery would not boot up. The field service engineer replaced the power socket, and the power indicator light illuminated. The field service engineer also disconnected and then reconnected the backup battery. The device began functioning properly, so the field engineer turned the device on and off repeatedly and watched the performance for 30 minutes to verify it was functioning properly before returning it to the customer for use.